Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is being filed under separate medwatch report number. Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) were attempted using a proglide device via a 7fr sheath, after a kissing stent iliaca procedure. Reportedly, the proglide devices were entered multiple times into the lcfa and rcfa with no back flow achieved. An additional closure device was used in the lcfa and rcfa to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay of 20 minutes in the entire procedure. No additional information was provided.